Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the overmold at the tip of the jaws was damaged. Functional testing found that the overmold at the tip of the jaw was broken, consistent with the failure mode cause by off label use. Damage was likely already done and during the cleaning, the piece finally broke off. Piece was not returned and did not fall into patient cavity. The device's jaw opening and closing mechanism was functioning properly. It was reported that the device's tip was chipped. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with possible excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cervical lymph node dissection, the device's tip was chipped when it was being cleaned. The device was replaced. Another ligasure was used with the same generator and worked fine. The piece did not fall into the patient cavity and was retrieved. There was no patient harm/injury.

Event description:
It was reported that, cervical lymph node dissection, the device's tip was chipped when it was being cleaned. The device was replaced. Another ligasure was used with the same generator and worked fine. There was no patient harm/injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.